Event description:
Occurred on two separate occasions, one in 2007 and another on the following month called in by sales rep stating that the plastic broke off on one and the tip of the serfas broke on the second one during a shoulder surgery on two separate occasions and both times they were able to use another serfas probe. No injuries to the pt and they were also able to finish the surgery as scheduled.

Manufacturer narrative:
Add'l info will provided once the investigation is completed.